Event description:
Synergy china registry. It was reported that the patient died. On (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catheterization. The left ventricular ejection fraction was measured to be 67%. The first target lesion was located in the proximal left anterior descending (lad) artery extending up to middle lad with 85% stenosis and was 38 mm long, with a reference vessel diameter of 3.5 mm. The first target lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm synergy stent system. Following post-dilatation, the residual was noted to be 0%. The second target lesion was located in the proximal right coronary artery (rca) extending up to middle rca with 85% stenosis and was 38 mm long, with a reference vessel of 3.5 mm. The second target lesion was treated with pre-dilatation and placement of a 3.50 mm x 38 mm synergy stent system. Following post-dilatation, the residual was noted to be 0%. Two days later, the subject was discharged on aspirin and ticagrelor. On (B)(6) 2023, the subject died, and the primary cause of death was unexplained. There was no other action taken to treat the event and it is unknown if an autopsy was performed.